Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device displayed a message stating charge circuit time out more than 30 seconds. The device was explantedand was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the completed analysis of the product, it could not determine this device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant continued: 694765 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010; 419688 implantable pacing lead (B)(6) 2010. (B)(4).